Event description:
The patient stated that she is getting occlusion (04) alarms on her infusion device while in the run mode. She stated that she had changed all of her accessories. She was instructed to disconnect from her infusion site and to remove the piston rod, cartridge, and adapter from the infusion device. She was advised to back the log wheel of the piston rod up a quarter turn. She was advised to adjust the o-ring of the adapter. The patient stated that she does not prime insulin cartridge before use. She was educated on the importance of priming the insulin cartridge. The patient was instructed to prime her infusion set and reconnect to her infusion device. The patient did not receive any occlusions. Upon follow up, the patient stated that she had switched to her backup infusion device, because she continued to receive occlusions. She stated that her blood glucose elevated to 306 mg/dl. To lower her blood glucose, she stated that she bolused through her infusion device. Her normal blood glucose range is around 100 mg/dl. She stated that her body does not recognize hyperglycemic symptoms. Upon further follow up, the patient stated that she has not received any occlusions on her backup infusion device. The patient did not wish for her infusion device to be replaced. She stated that she "is not sure it is the pump yet" and she will continue with her backup device. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.